Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had diabetic seizure because of the bite marks. The customer blood glucose level was 131 mg/dl at the time of incident. The customer was assisted with troubleshooting for low blood glucose. Customer stated that they had a low blood glucose and the insulin pump did not suspend. Customer stated that drive support cap was normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not treated for low blood glucose. Customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.